Event description:
It was reported that a pt underwent a ross open heart procedure on (B)(6) 2010 and a drain was placed and connected to a pleurovac. On (B)(6) 2010, an air leak was noted with a cut/slit found on the drain. The damaged portion of the drain was cut off and the drain was reattached to the pleurovac. There was no known adverse pt consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.